Event description:
During a ptca treatment procedure involving a calcified and 100% stenotic lesion in the distal portion of a somewhat tortuous left circumflex coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 7 atm's during the initial inflation when it was noted that it would not hold pressure. The patient was asymptomatic during this event. A 6f argyle introducer sheath, a neo's soft guidewire (size unknown) and a camino guide catheter (size unknown) were also used in this case, but the type of inflation device used is unknown. The procedure was successfully completed. Patient status is reported as 'good'.